Event description:
It was reported that prior to use, the device was unable to be interrogated by the programmer. Interrogation was attempted multiple times with no success in gaining telemetry. The device is being returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).